Event description:
The facility reports after the resident was lowered on the trolley and turned onto the side to be dried, the stretcher of the trolley tipped. As the stretcher tipped, the resident began to fall. To prevent the resident from falling off, the caregiver used her back to guard the resident and support the stretcher. The caregiver called for help and was assisted by another caregiver in removing the resident to safety. As a result of the incident, one of the caregivers injured muscles in the neck and shoulder. Treatment was not required, but two days rest was given. There was no reported injury to the resident. There was no report of any add'l device involved in the incident. (B) (4).